Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, when the trigger of the regeneten instrument was pushed and the bioinductive implant was deployed, it was found that the peek sleeve at the jaw of the delivery instrument was already broken. The broken peek parts were removed from the body but the regeneten implant was secured in an unintended location on the rotator cuff. The procedure was successfully completed with a delay of 15 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a rotator cuff repair procedure, when the trigger of the regeneten instrument was pushed and the bioinductive implant was deployed, it was found that the peek sleeve at the jaw of the delivery instrument was already broken. The broken peek parts were removed from the body but the regeneten implant was secured in an unintended location on the rotator cuff. The procedure was successfully completed with a delay of 15 minutes using a smith and nephew back up device. There were no complication due to the regeneten implant being secured in an unintended location. The regeneten implant was not removed from the patient. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed and the bioinductive implant was not returned. The peek spine at the distal end of the shaft was fractured off and returned in a baggie. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force to the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.